Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported that, "surgeon was applying a 3.0 axsos 1/3 tubular locking plate to the patients fibula. She inserted one locking screw w/out any trouble. The second locking screw she put in when the head of the screw got close to the plate. The tip of the screwdriver sheared off. There was not another screwdriver available, so the remaining screws inserted were 2.7 cortical screws."